Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a calcified left anterior descending (lad) artery. After several pre-dilations, a 2.5mm synergy stent was advanced but failed to cross the lesion. The device was removed and it was noted that the distal edge of the stent was deformed and flared. The procedure was completed with a different device. No patient complications were reported and there was no harm to the patient.